Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient has been having a hard time keeping a charge on their ins. The patient reported having to charge after 24 hours when it used to be 2-3 days. No symptoms and or complications reported at this time.